Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a lead implant procedure, it was reported the physician (B)(6) experienced difficulty placing the lead as the device was steering to the left. Multiple attempts to place the device were unsuccessful. The procedure was completed with implant of a different lead model. The total surgery time was reported at 5 hours and 40 minutes.